Event description:
There was no patient impact associated with this complaint. The patient contacted animas alleging the pump dispensed insulin from the cartridge during the load step. The patient informed customer support that the pump was not stopping during the load step and dispensing insulin. The patient reported that the issue occurred 5x prior to calling animas. The patient claimed he started the cartridge with 100 units and the cartridge was empty at the end of the call.

Manufacturer narrative:
Follow-up #1 (B)(4) 2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump history indicated that loss of cartridge detection had occurred which was duplicated during testing. During the load step, the pump failed to detect the cartridge and emitted a "no cartridge detected" warning. Evaluation revealed a dislodged force sensor circuit component on the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled. Recall # 2531779-03/24/2010-003-r.